Manufacturer narrative:
Corrected information provided in h.6. And h.11. Correction: on initial MDR the product code should have been b22 instead of b14. The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined as no product was returned and not enough information was provided to complete the investigation. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that after surgery they have noticed some glistening on the 12/12 reviews on phase 0 company lens and also informed that has not used many company lenses until recently. Additional information has been requested.